Manufacturer narrative:
The product is not available for evaluation and will not be returned. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax post superdimension procedure. The patient had chest x-rays and was hospitalized to monitor. If additional information pertinent to the incident is obtained a follow-up report will be submitted.